Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received an unexpected restart after putting new battery and external ram crc error. The customer¿s blood glucose level was 7.9 mmol/l. The customer stated that the pump had some issue. The customer was assisted with troubleshoot and customer stated that they battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify unexpected restart, external error alarms due to unresponsive button. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.